Event description:
There were complaints with same catalog and lot, from the same clinic, involving 16 different pts. It was verified with the customer that during the week of 1/26/98 to 2/2/98, 18 "blood leaks" were experienced. 16 leaks were noted as internal dialyzer leaks. These dialyzers had been used from 5 to 14 times, with greater than 50% with uses of 5. Reported blood losses for the internal leaks (16) were estimated at 230-250 ml, as each pt event involved discard of the extracorporeal circuit. According to the healthcare professional, every pt tolerated each incident without adverse effect and without medical intervention. Hematocrits were stable. The facility uses heated citric acid with the drs4, at 95 c x 20 hrs & sit x 24 hrs. They report that there is a cool down protocol in place. The healthcare professional stated that they typically can expect a leak rate with heated citric acid of no more than 1%. One actual sample (of the 16) is available for eval. One MDR filed on each reported blood loss. Separate pir filed for each pt event. This is the eleventh reported pt event.